Event description:
Reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that patient faced occlusion in the tubing event. Blood glucose levels were reported to be 31 mmol/l at the time of event. Patient was also having moderate levels of ketones. Patient took correction injection via multi daily injections to address the event. Patient changed supplies as necessary and resumed insulin therapy. No further information available.